Event description:
A customer reported a malfunction occurring with their insulin pump specifically when loading a new cartridge, which happened both on the current day and three weeks prior. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.